Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was treating an infection at the catheter site. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient did not have an exit site infection. The patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 4083 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) cefepime 1500 mg daily, and vancomycin 2000 mg every third day for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s cefepime was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he frequently does not perform hand hygiene prior to initiating and/or termination of treatment (reeducation provided). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on 22/dec/2023 revealed the patient¿s wbc deceased to 38 u/l.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was treating an infection at the catheter site. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient did not have an exit site infection. The patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 4083 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) cefepime 1500 mg daily, and vancomycin 2000 mg every third day for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s cefepime was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he frequently does not perform hand hygiene prior to initiating and/or termination of treatment (reeducation provided). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2023 revealed the patient¿s wbc deceased to 38 u/l.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. The pdrn attributed causality to a touch contamination event, the patient admitted he frequently does not perform hand hygiene prior to initiating and discontinuing treatment. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.